Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an ivor lewis esophageal gastrectomy, on attachment of the anvil to the trocar, the device was being closed but would not close enough so that the green line was visible. The circular stapler was changed, and the same anvil was used, which resolved the issue. A tear occurred in the patient's stomach due to the repositioning of the device. The surgeon had to oversew the stomach to repair the tear. It was also reported that the gastric donut was incomplete, and the patient has subsequently leaked from this. The surgical time was extended by 30 minutes due to the issue.

Manufacturer narrative:
Additional information: d9, d10, g3, h3, h6 d10 concomitant product: eea28 eea 28mm-4.8 sgl use stapler, (lot number: unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the green bar was not visible in the indicator window and the safety feature was damaged. The staple guide attached to the instrument with no damage to the staple guide. The anvil of the instrument was tilted and separated from the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functional testing found that the wing nut functioned properly but the safety was damaged. It was reported that during an ivor lewis esophageal gastrectomy, on attachment of the anvil to the trocar, the device was being closed but would not close enough so that the green line was visible, the gastric donut was incomplete when fired, which caused patient leakage. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.